Event description:
Customer reported receiving a reading of 126 mg/do while feeling low. Customer went to school nurse and while awaiting juice, lost consciousness. After ingesting 20 carbohydrate beverage, blood glucose reading with a second freestyle was 1a50 mg/dl. Time between testing was approximately 15 minutes. Customer indicated this type of event has happened more than once and as many as six times. Specific details related to previous events were not available from customer.